Event description:
It was reported that on (B)(6) patient was coming outside over the threshold of the door. The care taker turned around to pick threshold piece up and the chair moved forward on the porch, rolled down the poured sidewalk ramp. The front two casters and one drive wheel went off the ramp and the bottom of the chair caught on the concrete and the care taker was able to grab the chair before it tipped onto the patient. Dealer stated the patient allegedly came out of the chair and the care taker caught her but there were scrapes and bruising from her falling on the ground. The emt were called to check her out she had minor bruising and scrapes on patient left side. No additional medical attention sought. The chair moved allegedly without the patient or caretaker touching it.